Event description:
The catheter broke. Surgeon was required to remove catheter.

Manufacturer narrative:
There were two samples returned for evaluation. Sample #1 consisted of approximately 2 cm of catheter tubing remaining attached to the purple catheter hub. The other portion of the tubing was not returned for evaluation. On the luer, a white accessory was attached. On the white accessory and the entire length of the purple catheter hub, a couple different type of adhesive substances were present and additional fibers and material had stuck to these adhesive areas. Typically there is a purple strain relief that covers the catheter tubing at the junction of the catheter tubing and purple catheter hub; however, the purple strain relief is not present. Sample #2 also contained the white accessory attached to the catheter hub. The entire 30cm length of the catheter was still present and intact. There were dried fluids present along the length of the catheter and could also be seen within the catheter (darker areas of the tubing). A small amount of adhesive substance was on the purple catheter hub. Based on evaluation of the returned sample #1, the absence of the strain relief tubing while the catheter tubing remains attached indicates that the strain relief was removed independent of the catheter tubing. Such removal of the strain relief could have been caused by excessive force on the catheter tubing and/or securement tape application on and removal from the strain relief tubing. Removal of the strain relief could cause the catheter tubing that resides within the strain relief to be stretched and broken. Per the IFU, some of the warnings and cautions state to never place tape strips over the catheter tubing as this will compromise the strength and integrity of the tubing and do not use hemostats or clamps on catheter or hub connection. The related device history records could not be reviewed since the lot number is unknown. No issues were noted with sample #2.